Manufacturer narrative:
(B)(4). PMA/510(k) number = preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that while preparing the flexor raabe guiding sheath for a right leg angioplasty and stent procedure, the check flow hub and cap separated rendering the device unusable. Another flexor raabe guiding sheath was prepared with the same results. Neither device was used on the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional questions regarding procedural and patient outcome have been requested, but are not available at this time.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It was originally reported that two devices experienced the reported failure mode. However, it was later confirmed that only the first device reportedly failed, and the second device which was used to perform the procedure. The customer additionally reported that the device will not be returning for evaluation. Investigation ¿ evaluation: a review of the complaint history, device history record, and quality control of the device was conducted during the investigation. A photograph of the complaint device which was returned was also evaluated. The photographic inspection of the image provided shows that the connecting tube was separated from the stopcock, but it is not clear if the sideport opening of the stopcock is broken, or if the cap is removed and kept aside. The complaint device itself was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.